Event description:
A report was received that the pt's precision system was explanted due to inadequate pain relief and the device shocking him after attempting to turn up the stimulation. The pt was reported doing well after the procedure.